Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that some of the male intermittent coude catheters did not have a drain hole. Patient did not know until it hurt. Patient had difficulty inserting the catheter, but they still insert it. The urine was flowing through the side of the catheters and that's the time they noticed that there was no hole in the catheter. No medical intervention was reported. Per email from the liberator, it was reported that the patient got a bad batch of magic 3 intermittent catheters. The most part of the catheters was good, but some catheters did have the holes in them. The patient had difficulty with getting the catheter in but proceeded to insert it still. The patient stated that the urine was flowing through the side of the catheters. The patient noticed there was no hole in the catheter and a bit of blood on the tip of catheter. The patient had been using the product more than 90 days.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be ¿mechanical failure¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. The device was not returned.

Event description:
It was reported that some of the male intermittent coude catheters did not have a drain hole. Patient did not know until it hurt. Patient had difficulty inserting the catheter, but they still insert it. The urine was flowing through the side of the catheters and that's the time they noticed that there was no hole in the catheter. No medical intervention was reported. Per email from the liberator, it was reported that the patient got a bad batch of magic 3 intermittent catheters. The most part of the catheters was good, but some catheters did have the holes in them. The patient had difficulty with getting the catheter in but proceeded to insert it still. The patient stated that the urine was flowing through the side of the catheters. The patient noticed there was no hole in the catheter and a bit of blood on the tip of catheter. The patient had been using the product more than 90 days.